Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported sensor anomaly on the sensor. Customer's blood glucose level was 200 mg/dl. Customer advised that the electrode of the sensor was missing when removed from the customer¿s body. The sensors will not be returned for analysis.